Event description:
On (B)(6), we were made aware of a complaint that a perclose failed, causing patient to continuously ooze from insertion site, patient had hematoma and as a result one (1) unit of blood was administered was reported into our quality department. We are not the manufacturer for the product in question. I am forwarding to you here the details for your knowledge, per 21 cfr part 803.22 ni this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).